Manufacturer narrative:
The lot was manufactured from august 20-21, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked cytostatic solution. This was discovered after preparation, when the device was sent to the hospital in a bag. There was no patient involvement. No additional information is available.